Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that since (B)(6) 2015, the customer has had three leaking cartridges. In the first two instances, when the customer filled the cartridge, insulin pooled on the table prior to loading the cartridge onto the pump. On the day prior to the call, a cartridge was loaded onto the pump, then later that day, the leak was noted. The customer's blood glucose (bg) level was impacted (250 to 280 mg/dl). In addition, after loading the cartridge, the pump fill estimate was noted to be inaccurate. The customer was able to load a new cartridge successfully.